Event description:
On (B)(4) 2012 customer reported a leak at the probe of the act diff instrument. Customer also reported that the controls were giving no results for white blood cells (wbc). No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Customer cleaned the probe wipe block and then ran the control, but the leak continued and no results were given for wbc. Customer then ran a different set of control and the instrument functioned properly. Customer was contacted again and the instrument continued to run properly without any leaks and with all controls within specifications.

Manufacturer narrative:
(B)(4).